Manufacturer narrative:
Device not returned to mfger. Pending.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "...torn membrane". There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: four (4) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded one of the tego connectors exhibited component damage (seal tearing near the thread post), no visual abnormalities with the remaining three tego connectors. Engineering testing and analysis to the applicable product specification was performed. The results recorded no leakages, all four returned tego connectors passed. Findings: visual analysis of the "as-received" tego connectors confirmed one of the tego's exhibited minor component damage(s). The qe report noted the characteristics of the component damages were consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations). However when tested all four of the returned tego connectors did not leak, passed the performance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..torn membrane". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation results.